Event description:
It was reported (B)(6), 2009 that there was a burning sensation inside the patient's pocket when the device was on. This had started with the previous week. There was no known accident or incident related to this complaint. The patient was at home. On (B)(6), 2009 the patient reported that the device was reprogrammed successfully, the patient programmer was replaced and the device was located in the back. He could successfully recharge but was still having problems with the system. On (B)(6), 2010 it was reported that there was an overstimulation sensation in the right and left leg. This occurred when the stimulation came on after getting the device back up and charged after an over discharge. The patient had been unable to turn off the stimulation with the recharger or the patient programmer. The patient was at home in fair condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).